Event description:
An altitude alarm, identified as alarm 21, was reported with the pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump with a new model equipped with updated software. The customer was advised on how to handle the new pump and prepare the old one for return. A replacement pump was shipped without requiring a delivery signature, and the customer planned to use multiple daily injections (mdi) as a backup therapy in the meantime.